Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was able to recreate the reported event however, a root cause of the reported event could not be determined. To resolve the issue, the technician reset the avc-x and rebooted the system. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was freezing intermittently. No report of injury.